Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported a second infusion set that broke at the attachment point with the infusion site. Upon investigation, it was found that the tubing was detached from the tubing connector. No further information available.